Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during follow up, post sensed t wave oversensing was noted on a real time electrocardiogram. The patient did not receive therapy. Technical services discussed reprogramming the post sensed decay delay. Induction test was recommended to decrease the ventricular sensitivity settings. The device remains implanted.